Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the pump and cylinders were removed and replaced. Once the pump was explanted, fluid loss was identified due to a leak in the kink resistant tubing (krt) above the pump. There were no patient complications related to the event.